Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during a sensor session. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, the sensor was manually stopped by the user and a restart detection was found in connection with the reported allegation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to h6.